Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to resolved the issue. Reportedly the customer was using the cartridges for 1 week. Tandem technical support informed the customer that this is off label per the tandem user guide. Customer blood glucose level was 300 mg/dl.